Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event: (B)(6) 2012; (B)(6) 2013. Date implanted - 1995 and 1999. Date explanted - (B)(6) 2012; (B)(6) 2013.

Event description:
It was reported patient underwent bilateral hip arthroplasties on unknown dates in 1995 and 1999. Subsequently, patient was revised on the right side on (B)(6) 2012 and on the left on (B)(6) 2013 due to pain as a result of periprosthetic fibrous tissue, consistent with a wear debris reaction.